Event description:
It was reported that the patient exhibited symptoms of abdominal bloating and decreased urine output due to having ventricular arrhythmia, and their implantable cardioverter defibrillator (ICD) failed to provide shock. The patient was cardioverted in order to resolve the event. Medication changes were made. The patient was eventually stable.